Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI - (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection showed the foam insert adhered to the cavity lid and also revealed that there were voids in the seal area. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was determined to be manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to the surgery, it was detected that product have the first plastic barrier and box duly closed but the sterile plastic tray was open (it was observed missing the glue in the border). The surgery was completed with another product.